Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). After implanting a 2.25x32mm synergy stent, a 3.00mm x 15mm nc emerge® balloon catheter was advanced for post-dilation. However upon inflation at 20 atmospheres, the balloon ruptured. No patient complications were reported and the patient's status was fine.